Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter alleged that the pump was delivering insulin inaccurately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/02/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 05/18/2015 with the following findings: a review of the pump¿s black box history showed that the last basal and bolus deliveries were on 04/13/2015. The black box history showed a loss of prime associated with a cartridge change. Deliveries were resumed at 16/33. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The daily insulin delivery totals correctly reflect the user¿s programmed basal rates. A delivery accuracy test was performed and the pump was found to be delivering accurately and within the required range. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad. No battery cap was returned with the pump. A test battery cap was used to complete all testing. The complaint that the pump was delivering insulin inaccurately was not able to be duplicated during investigation.